Event description:
Pt's one touch basic original meter would not turn on for approximately 3 weeks. This issue was not resolved with troubleshooting. Pt was having high blood glucose symptoms and so they visited the dr. Unk what their blood glucose reading was on the dr's meter. There is no adverse event or serious injury reported. No further clinical info was provided.